Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found a ground pin of the interface connector is recessed. The unit powered on and off using both battery and ac power. The device enters a battery gauge upgrade sequence after boot up and powers off after upgrade is complete. A battery upgrade sd card was received with the device. A blank sd card was temporarily installed in the device and it was able to power on and function as intended. Internal inspection found no internal physical defect or damages. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device keeps turning off, suspected pins not working. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device keeps turning off, suspected pins not working. No patient impact or consequences were reported.